Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient presented for a scheduled procedure. It was observed during implant procedure that the left ventricular (lv) lead had increased capture threshold. The lead was not used, and a new lead was implanted. There were no patient consequences.

Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. Electrical testing was normal. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.